Manufacturer narrative:
Vyaire medical file identification: (B)(4). Other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not return yet.

Event description:
Iit was reported to vyaire medical that the bellavista1000 us had tf 380, confirmed alarm in logs and also noticed persistent 271 (o2 supply failed - no o2 dosing possible)/388 (no o2 dosing possible)alarms happened prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to defective o2 pressure regulator. As a resolution, vyaire ts advised insp. Block replacement.